Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the extension leg was confirmed, but the exact cause was unknown. One 15cm pre-curved niagara catheter was returned for investigation. Splits were observed in each extension leg, which allowed fluid to leak from the catheter. It was reported that the catheter was cracked a day after the catheter was placed. Evidence of use and wear were observed on the catheter. The printing on the extension legs and bifurcation was partially worn. The distal 3cm of each extension leg was discolored. The distal 1cm of each extension leg exhibited what appeared to be crazing. The splits in the catheter could be attributable to chemical degradation; however, the exact cause of the observed damage was unknown. The product IFU warns, ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters.¿

Event description:
The doctor was performing an acute dialysis catheter insertion yesterday, using the ultrasound. The doctor reported the catheter was inserted and the following day it had cracked. There was slight bleeding. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0008 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
The doctor was performing an acute dialysis catheter insertion yesterday, using the ultrasound. The doctor reported the catheter was inserted and the following day it had cracked. There was slight bleeding. No patient injury was reported.